Manufacturer narrative:
A third party service representative performed a checkout of the equipment and confirmed the reported complaint. The positive end expiratory pressure valve was replaced, and the unit was returned to service. No report of patient involvement. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2001. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported the positive end expiratory pressure valve was not functioning as expected, this may cause a loss of ventilation. There was no report of patient involvement.

Manufacturer narrative:
Additional information was received that the reported event did not result in loss of ventilation or any requested increase in positive end expiratory pressure. The event was noted during preuse checkout and there was no reported patient involvement. Unit continues to ventilate and alarms remain functional. Based on this additional information, the initial reported event was not reportable. Updated to add month of manufacture.